Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider and the company representative who reported that due to car issues the patient was not able to get to their refill appointment on time last week (B)(6) 2020. Today the patient came into the office unannounced and the healthcare provider was not ready to fill her. The dose in the pump was decreased from 123 mcg/day down to 25mcg/day and the patient was given oral baclofen to supplement. The patient was not able to return for a refill until (B)(6) 2020 because she is in training and starting a new job so that was how they planned on the next date the patient will be seen in clinic. The patient experienced some increase in spasms. It was noted that the patient still had 1.8ml in the pump at the appointment so the low reservoir alarm was occurring. No further complications were reported regarding the event.

Event description:
Additional information was received from a consumer indicated the patient had an appointment at their pain management doctor ¿last t hursday¿. It was noted the patient was running 10 minutes late and her car overheated. It was further reported the patient was less than five minutes from the office and she called to let them know she was running late. It was reported they told the patient that she needed to proceed to the nearest emergency room immediately to have somebody turn down the pump. It was further reported they called medtronic for somebody to come and turn it down. It was noted that was thursday and on friday of last week, the patient went through the weekend with major spasms, etc. On (B)(6), the patient went down to the national pain institute to meet with the company representative (rep) and to ¿beg my doctor or any doctor there to put in my liquid baclofen in my baclofen pump¿. It was reported for three hours they refused to do so until the very last hour the patient finally allowed the rep to turn it down to minimum. It was further reported, ¿they said they were going to give me oral baclofen and they did not.¿ it was noted the patient was ¿terrified that I¿m going to go into seizures from withdrawal¿. The patient ¿wanted this out immediately.¿ the patient was turned down to minimum rate to try and stretch to the (B)(6)appointment, ¿which was never going to happen.¿ it was reported they gave the patient no reason except for on (B)(6) that they don¿t do ¿those kinds of procedures on mondays and then one doctor said he was going to do it and then he changed his mind all of a sudden said he didn¿t feel comfortable¿. It was noted the patient asked the doctor if the patient did anything at all wrong, they said no but ¿still denied me my medication that they had there on site¿. The patient wanted information on how to proceed. The patient was redirected to the hcp. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-june-08 additional information was received from the manufacturer representative (rep). The information was confirmed with the physician/account. It was clarified that the patient missed their refill appointment thursday last week. The cause of the patient's symptoms was missing her refill. The rep was not aware of the patient's two minor heart attacks. The patient would be seen at the end of the day. The issue was not resolved at this time.

Manufacturer narrative:
H6; the previously reported device code c76126 no longer applies to this event and has been updated to c63318. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 16-may-2023 from the patient who called stating that they were going to see someone to have the pump removed, but that person needed to know that there was no medication in it before they did the surgery. Per the patient, the pump had been dry for 2 years. When the agent inquired about the patient¿s pump doctor, the patient stated that in 2021 they went to see their pain management doctor and they refused to fill it because they were 5 minutes late. Per the patient, they were in a storm, and they called them, and they told the patient they would not fill it and the patient knew they would have a seizure if they didn¿t get it. They told the patient to go to the hospital. Per the patient, ¿I ended up having 13 hours of seizures on the side¿. While on the call, the patient mentioned that ¿even before that, the battery was stalling and I was having seizures all over the place ¿ it¿s ruined my whole life, so I just can¿t do it ¿ even before the seizures the battery stalled".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was supposed to see her doctor on "thursday to refill the pump but the doctor won't see her until next thursday" for the refill. She stated that a device manufacturer representative was going to meet her at the office to either refill or "turn the pump down" but she was having a hard time reaching the representative. The patient reported she was going through withdrawal and was "getting sick all over the place," had "two minor heart attacks" and could barely drive. She stated the hcp had the medication "but are refusing to give her the medication for the refill." No further information was provided. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6)2020, additional information was received from the manufacturer representative (rep). It reported the patient missed two refill attempts by their physician. They then called the manufacturer and reported their hcp and office would not refill their pump, but this was "inconsistent with the facts". The cause of the event was 2x missed refill appointments. The patient's pump was filled on (B)(6). The issue has been resolved, "but the patient has been discharged".

Event description:
Additional information was received via an email from the patient who was requesting assistance with regards to having her pump removed or replaced. The email stated, ¿I need somebody to please call me back as soon as possible I have a defective medtronic intrathecal pump in my back that I?ve already have multiple seizures from and I cannot get my doctor to take it out. Please help me find a summer doctor here to take it out of my system please or replace it with it with it works properly before I die please I?m panicking. Almost height of june 20 20 as well as in previous years we just found out it was from the pump itself please help me to get it out of me please me please.¿

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.